Event description:
The dealer states that the joystick will shut off but turns right back on.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.